Event description:
The procedure was being performed in the neurosurgery department. The catheter was being placed into the pt's right subclavian. When removing the guide wire it became unraveled. The wire and catheter were removed as one and the wire was intact. A new set was opened and placed into the pt's left subclavian successfully. There was no delay in treatment, no medical or surgical intervention required, and the pt outcome was okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.